Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. A review of the device history record was completed and no anomalies were noted. The recipient's infection has reportedly healed. This is a final report.

Manufacturer narrative:
UDI number: na. Advanced bionics was informed that the explanted device was discarded and will not return for analysis.

Event description:
The recipient reportedly experienced an infection. The recipient was prescribed medication, however, the infection kept recurring. The recipient's device was explanted. The recipient will be reimplanted at a later date.